Event description:
The following has been reported: "maternity, gynecology, (B)(6) 2023, 3:30 pm the device infused atosiban too fast despite a properly displayed flow rate instruction. End of infusion at 3:30 pm instead of 10:30 pm. According to the nurse, the only possible cause is that the patient touched the infusion equipment but she said she "didn't handle anything". What tubing was used? Volumat line fresenius kabi. How long did it take for the medication to be administered? 5.5 hours instead of 12 hours (started at 10.00 am and finished at 3.30 pm), it should have finished at 10.00 pm. The flow rate according to the nurse was 8cc/h. How long was the pump programmed for? 100ml bottle over 12 hours. Biomedical: the tests, flow rate and occlusion, of the infusion pump are good. The logs are attached (sent to fk brezins). Concerning the "event history", we note that the recording of events does not seem to function correctly, in particular the "event date and time" column, the date and time are wrong, for example page 9 "jan/01/1970 00:00:00". Reporting due to the referenced issue (potential overdose); no patient harm was communicated. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was returned to brézins for investigation. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.